Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken tube extension at the proximal end. The broken pieces were not returned, measuring roughly 0.328¿ x 0.616¿ and 0.270" x 0.411" in size. This failure is typically associated with mishandling/misuse. This may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over-molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enables prolonged chemical exposure and hence accelerating material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over-molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the tube extension appeared to have been dislodged from the main tube and it also appeared to be broken. From the image, there appeared to be pieces missing; however, a conclusive determination could not be made without a full investigation of the instrument. This complaint is considered a reportable event due to the following conclusion: physical damage was reported and image review identifies that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was allegedly fractured on the front end. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and it was found to be normal. There was no instrument collision with any other instrument or tool. No fragment fell inside of the patient during the procedure.